Event description:
I had an scs medtronic device placed it has given me jolts and shocks in my back and had to get to the hospital. This has given me pain. Maybe device is malfunctioning ill be getting it removed tomorrow. I've had no help from medtronic at all.